Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt has discomfort at the ipg site due to the ipg being superficial. The pt has been scheduled for a pocket revision and possibly an ipg replacement.